Event description:
Medical affairs spoke to child who mentioned that the pt's meter did not power on and pt ended up going to the e.r. And being treated for hyperglycemia. Child does not recall the date of the incident nor does the child recall how long meter did not power on. Child does recall replacing the battery for the pt and meter had no power. They mentioned that tthe pt started to have symptoms the day of the incident. Symptoms consisted of nausea, dizziness and having diarrhea. Pt was unable to use the meter since they had no power and took glucose. Pt did not go to the e.r. Right away. They went later in the evening. In the e.r. The blood glucose was over 600mg/dl. They was treated with insulin and was kept in the e.r. For about 12 hours. Md had increased pt's insulin regimen. Child claims that the pt thought they was having symptoms of low blood glucose and not high. Customer service was unable to resolve the issue, since pt sent meter back to lfs and sent pt a replacement meter.